Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The unit received with constant pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to pump error 37 alarm. Unable to confirm no delivery / occlusion alarm due to pump error 37 alarm. The following were noted during visual inspection, fading serial number label, cracked battery tube threads, and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for pump error 37 alarm due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic that the pump was alarming insulin flow block. Customer stated the pump is not working and gave them insulin flow blocked alarm which was resolved by complete set change. Advised customer that the motor positioning may have shifted while reservoir was removed from pump and also advised to complete rewind/load reservoir process before connecting to set. Customer was not using auto mode feature at the time of event. The pump was returned for analysis.